Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a maintenance dose of nexterone and was infused as a bolus dose. The customer was unsure if the pump was programmed in basic mode or if it was programmed with the right product, but allowed for an increased speed of a 10 minute infusion. The customer realized that an issue had occurred upon examining the charts. The baxter sales representative (bsr) stated that the customer could've grabbed the maintenance instead of the bolus (infused the wrong product). There was no known patient injury or medical intervention associated with this event. No additional information is available.